Manufacturer narrative:
(B)(4). Device manufacture date: june 2, 2015- june 3, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A functional leak test was performed and revealed a leak on the module housing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from the flow controller. This event occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.